Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant size selection, using an implant that was too short, or not placing the implant deep enough.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2018 where three implants were placed. The patient later complained of buttock pain. The surgeon determined that the middle positioned implant was malpositioned and did not fully cross the si joint. In (B)(6) 2018, the surgeon performed a revision surgery where he removed the middle implant with chisels as it was solidly fixed in bone and replaced it with a new larger ifuse implant in the explant void to help fixate the si joint. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.